Event description:
It was reported that the zimmer air dermatome was producing bad grafts. Additional clinical follow up with the reported revealed that no additional information was available regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/24/2002 and was last repaired on (B)(4) 2012. Evaluation of the device observed that the head, control bar and all four width plates, 1", 2", 3" and 4", were damaged. The end of the air hose was also determined to be dented. Prior to repair, the device was out of calibration at the zero, 0.01 and 0.02 thickness settings on the left side. The device was also out of side to side calibration at the zero thickness setting. The cause is likely the user not maintaining the device per improper handling. The device was serviced and returned to the customer.